Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
It was reported by the implant patient registry, that a 26mm sapien 3 transcatheter valve implanted in the aortic position, was explanted after an implant duration of 3 years and 4 months due to unknown reasons. A 23mm surgical valve was implanted. No additional details were provided.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.  In this case, the reason for explanting the valve explant 3 years and 4 months post tavr remains unknown and the device is not available for evaluation. The investigation is pending.  The root cause of the event remains indeterminable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.